Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9303198. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 picture sample was received for evaluation by our quality team. Through examination of the returned sample the syringe has the number 5 missing. It has been determined that this issue could have resulted during the syringe assembly printing process, where the machine may have jammed, causing the barrel printing to not be done properly and go undetected during the next process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: to aid in the investigation of this incident, 1 picture sample was received for evaluation by our quality team. Through examination of the returned sample the syringe has the number 5 missing. Root cause description: it has been determined that this issue could have resulted during the syringe assembly printing process, where the machine may have jammed, causing the barrel printing to not be done properly and go undetected during the next process. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the 5 ml marking on the bd luer-lok¿ tip syringe was "faded" before use. The following information was provided by the initial reporter: "the calibration at 5ml is faded, samples will be collected from the end user and will be shipped to the facility for further investigation."